Event description:
Per the clinic, the patient experienced poor device performance. Short circuits were also noted on 11 electrodes. Troubleshooting and reprogramming attempts were performed; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.